Manufacturer narrative:
(B)(4).

Event description:
A talent stent graft system was implanted for the endovascular treatment of a dissected thoracic aortic aneurysm on an unknown date. It was reported that the patient presented with a retrograde dissection from the lsa to the innominate. The physician performed a hemi arch replacement to treat the retrograde dissection. The cause of the dissection is unknown. The stent graft remains in the patient. No additional clinical sequelae were reported and the patient is fine. A review of returned post-implant cta's showed that a stent graft has been implanted into the thoracic aorta; only the distal 3cm of the stent graft is visible on this abdominal cta. Post-implant cta's and 3d images revealed that a talent stent graft was implanted from just distal of the lsa, extending into the descending thoracic. The connecting bar is acutely angulated where the stent graft courses anteriorly around the arch, likely caused by orientation of the c-bar not aligned along the outer curvature. There is no visible descending taa that is being covered by the stent graft. The proximal stent graft od measures approximately 30mm and the distal od is 32mm. Other than the angulated c-bar, no other stent graft issues are seen. In the ascending thoracic just proximal to the brachiocephalic there is a type a dissection or pseudoaneurysm that begins near the lcca/lsa; proximal to the stent graft. The maximum ascending thoracic diameter at the dissection is 55mm (3cm diameter flow lumen). Earlier post-implant images are not available. The cause of the dissection could not be determined.